Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and a cracked case at a reservoir tube window corner.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. At the time of reporting, her blood glucose was 136mg/dl. She was advised to revert to her backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.